Manufacturer narrative:
Final analysis found the complete lead was returned in one piece in one piece measuring 57.5 cm. The lead was received with the helix retracted and clogged with blood and tissue. The inner coil inside the connector region was over torque. The damage found was consistent with procedural damage. Analysis was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. The physician noted that cardiac perforation was suspected due to the right ventricular lead. The lead was explanted and replaced successfully. The patient was in stable condition.